Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 390 (mg/dl). Customer administered boluses to treat bg levels; however, contact reported that the insulin was taking longer than expected to impact the customer's bg levels. Contact reported that the customer is using u100 humalog insulin. Review of pump data by tandem technical support indicated that all boluses delivered appeared to have completed successfully. Recommendation was made to consult with health care provider to discuss diabetes management.